Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The manufacturer¿s international service technician confirmed the reported power led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the power light emitting diode (led) green light was off due to contact failure. There was no patient involvement.